Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted in the esophagus to treat an esophageal stricture during a stent insertion procedure performed on (B)(6) 2025. During the procedure, the stent was fully deployed; however, it did not expand. The stent remains implanted, and a second stent was placed through it. The physician is comfortable leaving both stents in place. There was no patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.